Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the display screen was dim with a pink contrast. Unrelated to the display issue, the black box indicated a time and date reset event within 3 minutes of a power off event on (B)(6) 2013. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were performed successfully with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate. The battery was removed for 6 hours, reinserted, and the pump time and date were observed to have reset to the default settings. The pump was opened to investigate and evaluation revealed that the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary battery. When a new battery was inserted, the pump displayed the default date and time which had to be manually reset by the user in order to proceed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a pink display screen. This report is made based on results of investigation completed on (B)(4) 2014.